Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced difficulty pairing a dexcom g7 sensor after a prior sensor reached end of life, requiring guidance to start a new sensor and complete pairing; troubleshooting included confirming the sensor code on the ilet, walking through sensor change steps, initiating pairing, communicating warmup expectations, and resolving a pairing issue by toggling the ilet cgm setting from g7 to g6 and back to g7 before entering the four-digit code, with signal loss limited to the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation included customer support troubleshooting and education focused on device setup and connectivity. Investigation of this case revealed that the ilet-to-sensor pairing process required user-guided reconfiguration and reinitiation to restore signal, consistent with device connectivity behavior and sensor replacement workflow. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors related to sensor change and pairing, not associated with adverse clinical effects.